Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of dizziness and generalized weakness, more localized to the right side, slurred speech and hypertension. The patient was admitted to the hospital. Computerized tomography (CT) scan was negative and international normalized ratio (inr) was 2.6. Another CT scan was performed the following day and showed a small ischemic area near the left medial temporal lobe. The patient worked with rehab and was discharged three days later, stable but still experiencing right sided weakness and needing the assistance of a walker. The patient was seen for a follow up visit three months later, patient's condition is doing better, and is now relisted on transplant list. Although, patient still occasionally requires the assistance of a walker due to right sided weakness. There is evidence of significant foot drop, for which patient wears a leg brace. Goal is to ambulate without an assist device so patient can return to work. Patient continues to work with physical therapy, and remains stable. The left ventricular assist device (lvad) remains in use. No further patient complications have been reported as a result of this event.